Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the device leaked. Air was seen in the sheath and a steady fluid leak came from the hemostatic valve. There was no improvement by replacing the catheter, so the sheath was exchanged. The procedure was completed with no patient complications and no air was seen in the patient. The sheath has been returned and is awaiting analysis.

Manufacturer narrative:
Additional event detail: no abnormalities noted during prep and no damage to luer. Irrigation method was pressure bag and open flow to body. Abbott grid mapping catheter and farawave 35 mm catheter were the devices inside the sheath. Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Inspection of the hemostatic valves found the internal valve torn by the center slit on both faces, compromising the valves? Ability to seal pressure and fluid within the sheath. The hemostatic valves were also confirmed to be deformed as the valves were unable to revert to its closed state.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the device leaked. Air was seen in the sheath and a steady fluid leak came from the hemostatic valve. There was no improvement by replacing the catheter, so the sheath was exchanged. The procedure was completed with no patient complications and no air was seen in the patient. The sheath has been returned and is awaiting analysis.